Event description:
During surgery, an acra-cut perforator bit being used in our perforator chuck plunged. The surgeon was able to prevent the bit from penetrating the dura.

Manufacturer narrative:
H6. Device was not returned for evaluation. Stryker perforator chuck is classified as hbe under regulation 882.4310 powered, simple cranial drills, burs, trephines and their accessories. This regulation states "the instruments are used with a power source, but do not have a clutch mechanism to disengage the tip after penetrating the skull." The bit used with our device for this procedure is classified as hbf under regulation 882.4305, which states "the instruments employ a clutch mechanism to disengage the tip of the instruments after penetrating the skull to prevent plunging of the tip into the brain."